Manufacturer narrative:
Corrected data: h1- "serious" should be corrected to "malfunction" in the initial MDR. Claim# (B)(4).

Manufacturer narrative:
PMA/510k: this product is manufactured in the u.s. But not marketed in the u.s. Work order search: no similar complaint was reported for units within the same lot. (B)(4).

Event description:
The patient reported the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens, -10.00/+3.0/082 (sphere/cylinder/axis), in their left eye (os) on (B)(6) 2019. The patient reported has blurred vision, especially around luminous signs and difficulty reading. The lens remains implanted. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.